Manufacturer narrative:
The customer was using the generator at the highest setting without a grounding pad (40 watts). The customer used a non-insulated forcep when moving the skin away from the patient and received a burn from the forceps while the generator was activated. Based on this information, it can be determined that the energy from the generator was transfered from the patient to the forceps and then to the nurse due to the customer not using a grounding pad or insulated forceps. According to the generator IFU: "to avoid the possibility of electrosurgical burn to either the patient or the physicians, do no allow the patient to come in contact with grounded metal objects during activation. When activating the unit, do not allow direct skin contact between the patient and the physician." There has been one additional complaint recorded for a similar incident with 6,968 sold since 2016. This is a complaint rate of (0.02%). Based on the above information, this can be seen as the final report. If additional information is obtained that alleges any additional patient or user involvement or the need for corrective actions, a follow up report will be submitted.

Event description:
The customer alleged that the nurse experienced an electrical burn while she was holding the skin away from the tip by non-insulated forceps.